Event description:
The manufacturer received information alleging not compliance pressure. During the evaluation of the device at the third-party service center, the device was visually inspected and found compressor burn. Additionally, flowmeter is crack, sieves is clogged, o2 body and valves is defective. The customer complaint was reproduced. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging not compliance pressure. During the evaluation of the device at the third-party service center, the device was visually inspected and found compressor burn. Additionally, flowmeter is crack, sieves is clogged, o2 body and valves is defective. The customer complaint was reproduced. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Previously mentioned event description was incorrect. The correct/updated event description should be- the manufacturer received information alleging an issue with the pressure related to the device everflo intl opi. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found thermal event as the compressor is burnt. Additionally, flowmeter was cracked, sieves are clogged, o2 body and valves is defective, inlet filters need to be changed due to preventive maintenance. Flowmeter, compressor, sieves, o2 body, inlet filter and valves were replaced. The customer complaint was reproduced. All test results passed. In this report, box d, g, h has been updated/ corrected.